Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation noted that only the stent, stylet, and protective sheath were returned, and the stent delivery system (sds) was not returned. There was no damage noted to any of the components. Potential factors that can contribute to stent dislodgement outside the body prior to use may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. The inner diameter of the protective sheath and outer diameters of the stent were measured and met manufacturing criteria. It is possible the protective sheath was inadvertently handled during removal resulting in the stent dislodging however this could not be confirmed. Return of the sds may have aided in the investigation and determination of cause. A review of the finished product lot history record did not reveal any non-conforming material reports that could have contributed to the reported complaint. A conclusive cause for the reported stent dislodgement could not be determined. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Event description:
It was reported that during preparation, when the protective sheath was removed from the stent delivery system balloon, the stent dislodged. The device was not used on the patient. No additional information was provided.